Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c total bilirubin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Return testing was not completed as returns were not available. Data provided for the patient showed that the retest result was acceptable. File samples were not tested, as the sample was retested, and acceptable result was produced. In addition, the quality controls were within range at the time of the incident. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c total bilirubin reagent, lot number 66607uq06, was identified.

Event description:
The customer observed a falsely decreased alinity c total bilirubin result for a 3-day-old patient. The following data was provided: sample ID (B)(6) initial result, on 23dec, was 66.17 mmol/l, a new sample was collected from the patient later that same day, and the result was 249 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity c total bilirubin result for a 3-day-old patient. The following data was provided: sample ID: (B)(6) initial result, on (B)(6), was 66.17 mmol/l, a new sample was collected from the patient later that same day, and the result was 249 mmol/l. There was no impact to patient management reported.